Event description:
It was reported that prior to the procedure, one of the velcro straps would not detach so the mics cable could not be covered with the drape. There was no impact to the patient and no injury was reported.